Event description:
Reportedly the patient underwent an abdominal surgery for small bowel obstruction in 2003. The midline abdominal incisional layers were closed with black silk, maxon suture for the top stitches and staples for skin closure. Approximately 10 days post-op the staples were removed. The incision began to drain from two areas. After several weeks of draining, the doctor removed some of the suture material through the openings in the incision. Over thanksgiving the pt developed an abscess in a small area of the incision. The pt removed additional suture stitches at home. The incision healed by the 4 month mark. Pt current status good.